Event description:
Report of "patient has developed arachnoiditis possible due to allergic reaction to cath" rec'd via the annual device tracking report. Follow up investigation with "hcp" indicated that the pt had complained of "a lot of unrelieved pain" inconsistent with the amount of mso4 they were receiving intrathecally. A culture was done of the spinal fluid and rare wbc's found. A c-reactive protein test was done - results not provided - and a lesion was noted at l2. The device system was explanted and the patient's condition has resolved - the "patient is doing ok now." No other information available at this time.